Manufacturer narrative:
Sections with additional information as of 24-oct-2024: d4: based on product returned, meter serial number was updated from (B)(6) to (B)(6). H3: was the device evaluated by the manufacturer. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - customer returned used test strips, unable to test. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4) meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 17-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer stated she had obtained hi several times. Customer stated her blood glucose test result on the day of the call had been 144 mg/dl fasting. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/13/2025; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history; customer stated her vision was poor and she was unable to see the results in the memory.